Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. The customer did not experience recurring issues after following the instructions provided by technical support to reset the pump and was advised to continue using it and contact support if the issue reoccurred.